Manufacturer narrative:
H6: investigation summary the customer complaint on their vent aerobic 50 ea, (cat. 249560, lot 1103444) of some devices in the shelf pack with a loose needle/cannula while in use was not confirmed. No samples or photos were provided. The device history record review and retain sample analysis revealed no defects. A pull test was performed on a sample group of the lot retains and all exceeded the minimum 5 pound pull force specification. A review of past complaints for this product does not indicate a trend for this issue. No further action will be taken as this is an isolated incident. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit a patient sample leak was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " a pricking problem with our subculture systems apparently the technician pricked herself with our system and a second technician almost pricked herself this weekend"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na

Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit a patient sample leak was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " a pricking problem with our subculture systems apparently the technician pricked herself with our system and a second technician almost pricked herself this weekend"